Manufacturer narrative:
Related manufacturer's report number: 2916596-2020-02613.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the 4¿ driveline segment revealed a breach in the insulation of the yellow wire at the pump housing. If the exposed conductors of the yellow wire contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the low speed alarms and pump stops that were confirmed through the log files reported under MFR # 2916596-2020-02613. Thrombus was confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) severed approximately 4¿ from the pump housing. A distal portion of the dl was returned measuring approximately 10¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned detached from the outlet elbow. The sealed outflow graft bend relief was returned over the graft material, properly attached to the graft attachment. The bend relief collar was returned secured over the bend relief hardware with a single green suture. Upon disassembly of (B)(6), a red, tissue-like deposition was observed lightly adhered to the proximal-end of the rotor. The lack of denaturation and laminated, concentric layering indicated that this deposition was not present in the pump for an extended period of time while (B)(6) was supporting the patient. In addition, the deposition did not appear to have initially formed in this location and likely, originally formed elsewhere. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, if this deposition was present in the pump during operation, it could have caused increased resistance on the rotor, resulting in the reported elevations in pump power. In addition, the deposition could have also contributed to the reported hemolysis. Upon removal of the deposition, the pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06nov2017. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of this IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. In reference to pulsatility index (pi), section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Sections 1 and 4 of the IFU also state that during a suction event or if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient recently had log files submitted for pump off alarms due to short to shield. The patient has been on an ungrounded cable since without any further alarms. On (B)(6) 2020, the patient presented with new hematuria and pi events associated with elevations in flow and power spikes. The patient was admitted for hemolysis work up and pump thrombosis was suspected. A log file review was requested. The log noted multiple unsustained power/flow elevations between (B)(6) 2020. Technical services requested to know the results of the labwork and vitals check. In addition, the log file indicated that the patient did not connect to the power module/ mpu during this history. This suggests that the patient was sleeping on battery power instead of the ungrounded cable. The patient should be advised to always connect to the power module/mpu while sleeping to reduce the risk of not hearing an alarm and the pump stopping. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended. It was reported that the patient's ldh (lactate dehydrogenase) was elevated at 2000 u/l. Urine hemosiderin and plasma free hemoglobin were pending. International normalized ratio (inr) was therapeutic and the patient was administered heparin. Renal function was normal. Total bilirubin was 2.4 mg/dl on (B)(6) 2020 and 2.0 mg/dl on (B)(6) 2020. The patient was monitored and medically managed for pump thrombus. There was no non-device related cause for hemolysis identified. Plama hemoglobin was 111 mg/dl, urine hemosiderine negative. The patient experienced hematuria and was treated with unfractionated heparin (ufh) and transferred to another hospital for exchange to heartmate 3. The cause of elevated pump power was likely due to hemolysis and thrombosis. The patient's pi events did not resolve. It was reported that the patient had their pump explanted and exchanged on (B)(6) 2020. Full sternotomy approach taken for device exchange. There was a plan to remove majority of heartmate ii system and implant heartmate 3.